Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and injection site thrombosis ("devdeveloped with a superficial thrombosis/trauma phlebitis of the right wrist") in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and c-section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included night sweats, mood swings, weight gain, irritability, memory loss, sulfonamide allergy, uterine bleeding, polymenorrhoea, menometrorrhagia, menorrhagia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injection site thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight fluctuation ("weight gain/loss"), vulvovaginal candidiasis ("candidiasis of vulva and vagina"), vaginal haemorrhage ("irregular vaginal bleeding"), endometrial hyperplasia ("endometrium in proliferative phase"), uterine adhesions ("uterine serosal adhesions"), cervicitis ("chronic cervicitis"), metaplasia ("immature squamous metaplasia"), cervical cyst ("nabothian cysts"), endometriosis ("endometrioma"), cystitis ("acute cystitis"), hot flush ("hot flashes"), libido decreased ("decreased libido"), anxiety ("anxiety"), insomnia ("difficulty sleeping") and ovarian disorder ("ovarian dysfunction"). The patient was treated with surgery (total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, injection site thrombosis, migraine, headache, fatigue, dyspareunia, weight fluctuation, vulvovaginal candidiasis, vaginal haemorrhage, endometrial hyperplasia, uterine adhesions, cervicitis, metaplasia, cervical cyst, endometriosis, cystitis, hot flush, libido decreased, anxiety, insomnia and ovarian disorder outcome was unknown. The reporter considered anxiety, cervical cyst, cervicitis, cystitis, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, injection site thrombosis, insomnia, libido decreased, metaplasia, migraine, ovarian disorder, pelvic pain, uterine adhesions, vaginal haemorrhage, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: she had need for additional surgery she underwent diagnostic laparoscopy, extensive lysis of adhesions, bilateral salpingectomy, drainage of left ovarian cyst. Diagnostic results: on (B)(6) 2013 surgical pathology report revealed, endometrium in proliferative phase; no polyp, hyperplasia, or atypia., unremarkable myometrium. Uterine serosal adhesions; no endometriosis. Chronic cervicitis with immature squamous metaplasia and nabothian cysts; no dysplasia. No malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: decrease libido, fatigue., headaches, candidiasis of vulva and vagina, irregular vaginal bleeding, uterine serosal adhesions, endometrium in proliferative phase, chronic cervicitis with immature squamous metaplasia, nabothian cysts, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: migraines / headaches, fatigue,dyspareunia(painful sexual intercourse), weight gain/loss and candidiasis of vulva and vagina, irregular vaginal bleeding, endometrium in proliferative phase, uterine serosal adhesions, chronic cervicitis with immature squamous metaplasia and nabothian cysts, endometrioma, s/p hysterectomy developed superficial thrombosis/trauma phlebitis of right wrist, acute cystitis, hot flashes, decreased libido, anxiety, difficulty sleeping, ovarian dysfunction. Concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and injection site thrombosis ("devdeveloped with a superficial thrombosis/trauma phlebitis of the right wrist") in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and c-section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included night sweats, mood swings, weight gain, irritability, memory loss, sulfonamide allergy, uterine bleeding, polymenorrhoea, menometrorrhagia, menorrhagia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injection site thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight fluctuation ("weight gain/loss"), vulvovaginal candidiasis ("candidiasis of vulva and vagina"), vaginal haemorrhage ("irregular vaginal bleeding"), endometrial hyperplasia ("endometrium in proliferative phase"), uterine adhesions ("uterine serosal adhesions"), cervicitis ("chronic cervicitis"), metaplasia ("immature squamous metaplasia"), cervical cyst ("nabothian cysts"), endometriosis ("endometrioma"), cystitis ("acute cystitis"), hot flush ("hot flashes"), libido decreased ("decreased libido"), anxiety ("anxiety"), insomnia ("difficulty sleeping") and ovarian disorder ("ovarian dysfunction"). The patient was treated with surgery (total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, injection site thrombosis, migraine, headache, fatigue, dyspareunia, weight fluctuation, vulvovaginal candidiasis, vaginal haemorrhage, endometrial hyperplasia, uterine adhesions, cervicitis, metaplasia, cervical cyst, endometriosis, cystitis, hot flush, libido decreased, anxiety, insomnia and ovarian disorder outcome was unknown. The reporter considered anxiety, cervical cyst, cervicitis, cystitis, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, injection site thrombosis, insomnia, libido decreased, metaplasia, migraine, ovarian disorder, pelvic pain, uterine adhesions, vaginal haemorrhage, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: she had need for additional surgery she underwent diagnostic laparoscopy, extensive lysis of adhesions, bilateral salpingectomy, drainage of left ovarian cyst. Diagnostic results: on (B)(6) 2013 surgical pathology report revealed, endometrium in proliferative phase; no polyp, hyperplasia, or atypia., unremarkable myometrium. Uterine serosal adhesions; no endometriosis. Chronic cervicitis with immature squamous metaplasia and nabothian cysts; no dysplasia. No malignancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: decrease libido, fatigue., headaches, candidiasis of vulva and vagina, irregular vaginal bleeding, uterine serosal adhesions, endometrium in proliferative phase, chronic cervicitis with immature squamous metaplasia, nabothian cysts, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and injection site thrombosis ('developed with a superficial thrombosis/trauma phlebitis of the right wrist') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and c-section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included night sweats, mood swings, weight gain, irritability, memory loss, sulfonamide allergy, uterine bleeding, polymenorrhoea, menometrorrhagia, menorrhagia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injection site thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight fluctuation ("weight gain/loss"), vulvovaginal candidiasis ("candidiasis of vulva and vagina"), vaginal haemorrhage ("irregular vaginal bleeding"), endometrial hyperplasia ("endometrium in proliferative phase"), uterine adhesions ("uterine serosal adhesions"), cervicitis ("chronic cervicitis"), metaplasia ("immature squamous metaplasia"), cervical cyst ("nabothian cysts"), endometriosis ("endometrioma"), cystitis ("acute cystitis"), hot flush ("hot flashes"), libido decreased ("decreased libido"), anxiety ("anxiety"), insomnia ("difficulty sleeping"), ovarian disorder ("ovarian dysfunction"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, injection site thrombosis, migraine, headache, fatigue, dyspareunia, weight fluctuation, vulvovaginal candidiasis, vaginal haemorrhage, endometrial hyperplasia, uterine adhesions, cervicitis, metaplasia, cervical cyst, endometriosis, cystitis, hot flush, libido decreased, anxiety, insomnia, ovarian disorder, abdominal pain, menorrhagia, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, cervical cyst, cervicitis, cystitis, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, injection site thrombosis, insomnia, libido decreased, menorrhagia, metaplasia, migraine, ovarian disorder, pelvic pain, uterine adhesions, vaginal haemorrhage, vulvovaginal candidiasis, weight fluctuation and weight increased to be related to essure. The reporter commented: she had need for additional surgery she underwent diagnostic laparoscopy, extensive lysis of adhesions, bilateral salpingectomy, drainage of left ovarian cyst. Date(s) of removal: (B)(6) 2013-hyst. (Full), (B)(6) 2014-salping. (Bilateral). Diagnostic results: on (B)(6) 2013 surgical pathology report revealed, endometrium in proliferative phase; no polyp, hyperplasia, or atypia., unremarkable myometrium. Uterine serosal adhesions; no endometriosis. Chronic cervicitis with immature squamous metaplasia and nabothian cysts; no dysplasia. No malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: decrease libido, fatigue., headaches, candidiasis of vulva and vagina, irregular vaginal bleeding, uterine serosal adhesions, endometrium in proliferative phase, chronic cervicitis with immature squamous metaplasia, nabothian cysts, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Added event abdominal pain, menorrhagia, weight gain, hormonal changes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.